Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a nurse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose in the 20 mg/dl range at the time of the incident. The customer was at 57 mg/dl at the time of the call, and 998 mg/dl at the time of admission. The customer also had diabetic ketoacidosis. The customer was given insulin to treat the high. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for both high and low blood glucose and the pump failed the high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device passed the delivery accuracy test. The insulin pump was received with cracked reservoir tube lip, cracked case at reservoir tube window corners, cracked battery tube threads and minor scratched lcd window.